Event description:
It was reported that the device was not displaying the channel ID when connecting the iui connector to the right side of the pcu. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device was not displaying the channel ID when connecting the iui connector to the right side of the pcu was due to left iui connector issue. The alaris pc unit (8015) is experiencing a channel error or system communication failure at power-on, specifically indicating a failure in the inter-unit interface (iui) connection between the pc unit and the attached modules. Unit displays channel ID a and b with modules attached, but fails at power-on, likely due to failure in communication between the modules and the main unit. Issue is resolved, after customer interchange iui connector/left. Customer to repair/clean, and/or replace iui connector left. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.